Event description:
Reporter noted three incidents of endophthalmitis over a period of six weeks. Events occurred on three different dates with three different surgeons. This pt cultured rare staph and rare vre (could be a contaminated sample per infection control). Intravitreal antibiotic injection administered post-op. System and handpiece had been used since event without further incident.